Event description:
It was reported that the patient presented in the ER for device change-out due to normal eri. Externalized conductors were noted. All electrical measurements were normal. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.